Event description:
It was reported that the patient came into clinic for routine follow-up three months after implant. Upon interrogation, the device was found to have many short v-v intervals, several atrial tachycardia/atrial fibrillation (at/af) episodes and three non-sustained ventricular tachycardia episodes. From the stored electrogram's of the at/af episodes, a regular low amplitude and low frequency 'noise' signal could be seen on both the atrial and the ventricle electrogram. During the interrogation, the device also would allow measuring of the lead impedance. The leads were detached from the device and tested on the analyzer which indicated all lead measurements as normal. The device was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4) was returned and analyzed. Analysis revealed the anomalous lead impedance testing was caused by an open connection on the l354 ic.